Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen, a battery out limit, and had no response from the keypad. The customer's blood glucose level was 500 mg/dl at the time of the incident. The customer also mentioned issues with past no delivery of insulin. The customer treated their blood glucose with a bolus. The customer was informed that energizer aaa alkaline batteries are most effective. The customer stated that they will call back to troubleshoot the issue. The customer did not return the product back for analysis.